Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement of essure"), rheumatoid arthritis ("rheumatoid arthritis") and systemic lupus erythematosus ("lupus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 1993, (B)(6) 1995 and (B)(6) 1999), fundoplication (gerd) in 2000, cholecystectomy in 2000 and appendectomy (appendicitis) in 1995. Concurrent conditions included condom, painful intercourse and abdominal pain lower. Concomitant products included fish oil for blood pressure, metoprolol and valsartan for blood pressure high, pravastatin for high cholesterol, hydroxychloroquine phosphate (plaquenil) for lupus erythematosus and rheumatoid arthritis, gabapentin for nerve pain, oxycocet (acetaminophen w/oxycodone) in 2000 for pain, amitriptyline and eszopiclone for sleep disorder as well as oxybutynin. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal pain lower, rheumatoid arthritis (seriousness criterion medically significant), abdominal distension ("every single day I have bloating"), menorrhagia ("excessive menstrual bleeding"), endometriosis ("endometriosis"), cervix inflammation ("inflammatory disease of the cervix"), uterine inflammation ("inflammatory disease of the uterus"), leiomyoma ("leiomyoma"), systemic lupus erythematosus (seriousness criterion medically significant), neuropathy peripheral ("neuropathy"), fibromyalgia ("fibromyalgia") with dysmenorrhoea, irritable bowel syndrome, pain and fatigue, joint pain, stiff pain.gait disturbance ("gait disturbance"), muscle twitching ("muscle twitches"), muscular weakness ("weakness in hands"), ataxia ("ataxia"), migraine ("migraines"), peripheral swelling ("limb swelling"), tremor ("tremors"), cystocele ("cystocele"), rectocele ("rectocele"), obesity ("obesity"), visual impairment ("vision problems"), hypersensitivity ("hypersensitivity reaction") with rash and urticaria and neuralgia ("neuralgia") neuritis (neuritis),cervical radculopathy ( cervical radiculopathy),hypertension (hypertension/high blood pressure). Nervous system disorder (neurological problems) pain of skin (skin pain),inflammation(inflammation), gastrointestinal pain (intestines), myalgia (achy muscles), bladder disorder (bladder issues),prolaspe (prolapse)the patient was treated with surgery (hysterectomy). At the time of the report, the rheumatoid arthritis, endometriosis, systemic lupus erythematosus, neuropathy peripheral, fibromyalgia, gait disturbance,muscle twitching, ataxia, migraine, peripheral swelling, visual impairment and hypersensitivity abdominal distension, menorrhagia, uterine inflammation, leiomyoma, muscular weakness, tremor, cystocele, rectocele, obesity and neuralgia , neuritis outcome, cervical radculopathy , hypertension , nervous system disorder, pain of skin , inflammation , gastrointestinal pain , myalgia , bladder disorder , prolaspe was not recovered /not resolved. The reporter considered device dislocation,,abdominal distension and menorrhagia , rheumatoid arthritis, endometriosis, systemic lupus erythematosus, neuropathy peripheral, fibromyalgia, gait disturbance , muscle twitching, ataxia, migraine, peripheral swelling, visual impairment and hypersensitivity abdominal distension, menorrhagia, uterine inflammation, leiomyoma, muscular weakness, tremor, cystocele, rectocele, obesity and neuralgia , neuritis outcome, cervical radculopathy , hypertension , nervous system disorder, pain of skin , inflammation , gastrointestinal pain , myalgia , bladder disorder , prolaspe to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2001: essure confirmation test patient administered urine pregnancy test patient had surgical pathology report on (B)(6) 2016 resulted in foreign body abdomen: foreign body consistent with silver-colored clip (gross examination only). B. Uterus, cervix, bilateral fallopian tubes and ovaries, resection: serosa ¿ mild adhesions and endosalpingiosis. Cervix ¿ nabothian cyst, otherwise unremarkable. Endometrium ¿ proliferative. Myometrium ¿ leiomyomata. Fallopian tubes ¿ luminal silver coiled wires, and paratubal cysts. No dysplasia, atypia or malignancy in this specimen. C. Paratubal cyst, right, resection: simple cyst. Specimen source: a. Foreign body abdomen b. Uterus, cervix, bilateral fallopian tubes c. Right paratubal cyst gross examination: a. Labeled "foreign body abdomen" is a 0.9 x 0.2 x 0.1 cm silver-colored clip. No soft tissue is present. This specimen is submitted for gross examination only. No microscopic examination performed. B. Labeled "uterus, cervix, bilateral fallopian tubes" is a 115 gram, 9.0 x 6.0 x 4.3 cm uterus with attached bilateral fimbriated fallopian tubes. The posterior serosa has adhesions. The remaining serosa is tan-pink and smooth. The ectocervix is tan and smooth with surgical artifact defects. The patent os is 0.8 cm. Sections of the cervix reveal multiple mucoid cysts. The pink-red endometrium is 0.1 cm. The tan-pink trabecular myometrium is up to 2.5 cm. Within the posterior myometrium is a 0.5 cm tan rubbery intramural nodule with no hemorrhage or necrosis. Within the right cornu is a 1.6 x 0. Cm silver-colored coiled wire. Within the left cornu is a 2.2 x 0.2 cm silver-colored coiled wire. The right and left purple smooth fimbriated fallopian tubes are 4.0 x 1.0 cm and 4.5 x 0.7 cm, respectively. The left fallopian tube has multiple peritubular cysts up to 1.5 cm. Cassette summary: b1 cervix with mucoid cysts; b2 uterine serosa with adhesions; b3 anterior endomyometrium; b4 posterior endomyometrium; b5 myometrial nodule; b6 right fallopian tube, cross section and one half perpendicular fimbria; b7 left fallopian tube, cross section and one half perpendicular fimbria with peritubular cysts. 7ss c. Labeled "right paratubal cyst" is a 0.8 x 0.7 x 0.6 cm intact tan smooth-walled pedunculated cyst filled with clear thin fluid. 1ns quality-safety evaluation of ptc: final assessment: this is an essure 205 case since the patient stated they had the procedure in 2001. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes; on (B)(6) 2017: pfs received:-case became incident in follow up, patient¿s historical condition, concomitant condition added, lab data added,concomitant drug added, events added as follows:- device dislocation, rheumatoid arthritis, endometriosis, systemic lupus erythematosus, neuropathy peripheral, fibromyalgia, gait disturbance , muscle twitching, ataxia, migraine, peripheral swelling, visual impairment and hypersensitivity abdominal distension, menorrhagia, uterine inflammation, leiomyoma, muscular weakness, tremor, cystocele, rectocele, obesity and neuralgia , neuritis outcome, cervical radculopathy , hypertension , nervous system disorder, pain of skin , inflammation , gastrointestinal pain , myalgia , bladder disorder , prolaspe.pelvic pain,abdominal pain lower,abdominal pain,fatigue, sleeping disorder,joint pain,musculoskeletal stiffness,pain,ibs,pain. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement of essure"), rheumatoid arthritis ("rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("excessive bleeding") and cystocele ("cystocele") in an adult female patient who had essure (ess205) (batch no. Rd0033901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 1993, (B)(6) 1995 and (B)(6) 1999), fundoplication (gerd) in 2000, cholecystectomy in 2000 and appendectomy (appendicitis) in 1995. Concurrent conditions included condom and painful intercourse. Concomitant products included fish oil for blood pressure abnormal, metoprolol and valsartan for blood pressure high, pravastatin for high cholesterol, hydroxychloroquine phosphate (plaquenil) for lupus erythematosus and rheumatoid arthritis, oxycocet (acetaminophen w/oxycodone) since 2000 for pain, gabapentin for peripheral neuropathic pain, amitriptyline and eszopiclone for sleep disorder as well as oxybutynin. On (B)(6) 2000, the patient had essure (ess205) inserted. In 2000, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), peripheral swelling ("limb swelling \ finger swelling") and tremor ("tremors"). In 2003, the patient experienced obesity ("obesity"). In 2015, the patient experienced muscular weakness ("weakness in hands"). In 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), endometriosis ("endometriosis"), cervix inflammation ("inflammatory disease of the cervix"), uterine inflammation ("inflammatory disease of the uterus"), leiomyoma ("leiomyoma"), neuropathy peripheral ("neuropathy"), fibromyalgia ("fibromyalgia") with dysmenorrhoea, irritable bowel syndrome, pain, fatigue, sleep apnoea syndrome, arthralgia and musculoskeletal stiffness, muscle twitching ("muscle twitches"), visual impairment ("vision problems") and hypertension ("hypertension/high blood pressure"). In 2017, the patient experienced rectocele ("rectocele"), gait disturbance ("gait disturbance") and cervical radiculopathy ("cervical radiculopathy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), abdominal distension ("every single day I have bloating"), menorrhagia ("excessive menstrual bleeding"), ataxia ("ataxia"), hypersensitivity ("hypersensitivity reaction/electromagnetic syndrome/electromagnetic hypersensitivity") with rash and urticaria, neuralgia ("neuralgia"), neuritis ("neuritis"), nervous system disorder ("neurological problems"), pain of skin ("skin pain"), inflammation ("inflammation"), gastrointestinal pain ("intestines"), myalgia ("achy muscles"), bladder disorder ("bladder issues") and prolapse ("prolapse"). The patient was treated with surgery (hysterectomy) and surgery (bladder surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the rheumatoid arthritis, systemic lupus erythematosus, endometriosis, neuropathy peripheral, fibromyalgia, muscle twitching, ataxia, migraine, peripheral swelling, visual impairment, hypersensitivity, myalgia, bladder disorder and prolapse had not resolved and the uterine haemorrhage, genital haemorrhage, cystocele, rectocele, abdominal distension, menorrhagia, uterine inflammation, leiomyoma, muscular weakness, tremor, obesity, neuralgia, neuritis, cervical radiculopathy, hypertension, nervous system disorder, pain of skin, inflammation and gastrointestinal pain outcome was unknown. The reporter considered abdominal distension, ataxia, bladder disorder, cervical radiculopathy, cervix inflammation, cystocele, device dislocation, endometriosis, fibromyalgia, gait disturbance, gastrointestinal pain, genital haemorrhage, hypersensitivity, hypertension, inflammation, leiomyoma, menorrhagia, migraine, muscle twitching, muscular weakness, myalgia, nervous system disorder, neuralgia, neuritis, neuropathy peripheral, obesity, pain of skin, peripheral swelling, prolapse, rectocele, rheumatoid arthritis, systemic lupus erythematosus, tremor, uterine haemorrhage, uterine inflammation and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2001: essure confirmation test . Patient administered urine pregnancy test patient had surgical pathology report on (B)(6) 2016 resulted in foreign body abdomen: foreign body consistent with silver-colored clip (gross examination only). B. Uterus, cervix, bilateral fallopian tubes and ovaries, resection: serosa ¿ mild adhesions and endosalpingiosis. Cervix ¿ nabothian cyst, otherwise unremarkable. Endometrium ¿ proliferative. Myometrium ¿ leiomyomata. Fallopian tubes ¿ luminal silver coiled wires, and paratubal cysts. No dysplasia, atypia or malignancy in this specimen. C. Paratubal cyst, right, resection: simple cyst. Specimen source: foreign body abdomen. Uterus, cervix, bilateral fallopian tubes. Right paratubal cyst. Gross examination: labeled "foreign body abdomen" is a 0.9 x 0.2 x 0.1 cm silver-colored clip. No soft tissue is present. This specimen is submitted for gross examination only. No microscopic examination performed. Labeled "uterus, cervix, bilateral fallopian tubes" is a 115 gram, 9.0 x 6.0 x 4.3 cm uterus with attached bilateral fimbriated fallopian tubes. The posterior serosa has adhesions. The remaining serosa is tan-pink and smooth. The ectocervix is tan and smooth with surgical artifact defects. The patent os is 0.8 cm. Sections of the cervix reveal multiple mucoid cysts. The pink-red endometrium is 0.1 cm. The tan-pink trabecular myometrium is up to 2.5 cm. Within the posterior myometrium is a 0.5 cm tan rubbery intramural nodule with no hemorrhage or necrosis. Within the right cornu is a 1.6 x 0. Cm silver-colored coiled wire. Within the left cornu is a 2.2 x 0.2 cm silver-colored coiled wire. The right and left purple smooth fimbriated fallopian tubes are 4.0 x 1.0 cm and 4.5 x 0.7 cm, respectively. The left fallopian tube has multiple peritubular cysts up to 1.5 cm. Cassette summary: b1 cervix with mucoid cysts; b2 uterine serosa with adhesions; b3 anterior endomyometrium; b4 posterior endomyometrium; b5 myometrial nodule; b6 right fallopian tube, cross section and one half perpendicular fimbria; b7 left fallopian tube, cross section and one half perpendicular fimbria with peritubular cysts. 7ss labeled "right paratubal cyst" is a 0.8 x 0.7 x 0.6 cm intact tan smooth-walled pedunculated cyst filled with clear thin fluid. 1ns . Quality-safety evaluation of ptc: final assessment: this is an essure 205 case since the patient stated they had the procedure in 2001. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is not valid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displacement of essure"), rheumatoid arthritis ("rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("excessive bleeding") and cystocele ("cystocele") in an adult female patient who had essure (ess205) (batch no. Rd0033901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 1993, (B)(6) 1995 and (B)(6) 1999), fundoplication (gerd) in 2000, cholecystectomy in 2000 and appendectomy (appendicitis) in 1995. Concurrent conditions included condom and painful intercourse. Concomitant products included fish oil for blood pressure abnormal, metoprolol and valsartan for blood pressure high, pravastatin for high cholesterol, hydroxychloroquine phosphate (plaquenil) for lupus erythematosus and rheumatoid arthritis, oxycocet (acetaminophen w/oxycodone) since 2000 for pain, gabapentin for peripheral neuropathic pain, amitriptyline and eszopiclone for sleep disorder as well as oxybutynin. On (B)(6) 2000, the patient had essure (ess205) inserted.in 2000, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), peripheral swelling ("limb swelling \ finger swelling") and tremor ("tremors"). In 2003, the patient experienced obesity ("obesity"). In 2015, the patient experienced muscular weakness ("weakness in hands"). In 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), endometriosis ("endometriosis"), cervix inflammation ("inflammatory disease of the cervix"), uterine inflammation ("inflammatory disease of the uterus"), leiomyoma ("leiomyoma"), neuropathy peripheral ("neuropathy"), fibromyalgia ("fibromyalgia") with dysmenorrhoea, irritable bowel syndrome, pain, fatigue, sleep apnoea syndrome, arthralgia and musculoskeletal stiffness, muscle twitching ("muscle twitches"), visual impairment ("vision problems") and hypertension ("hypertension/high blood pressure"). In 2017, the patient experienced rectocele ("rectocele"), gait disturbance ("gait disturbance") and cervical radiculopathy ("cervical radiculopathy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), abdominal distension ("every single day I have bloating"), menorrhagia ("excessive menstrual bleeding"), ataxia ("ataxia"), hypersensitivity ("hypersensitivity reaction/electromagnetic syndrome/electromagnetic hypersensitivity") with rash and urticaria, neuralgia ("neuralgia"), neuritis ("neuritis"), nervous system disorder ("neurological problems"), pain of skin ("skin pain"), inflammation ("inflammation"), gastrointestinal pain ("intestines"), myalgia ("achy muscles"), bladder disorder ("bladder issues") and prolapse ("prolapse"). The patient was treated with surgery (hysterectomy) and surgery (bladder surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the rheumatoid arthritis, systemic lupus erythematosus, endometriosis, neuropathy peripheral, fibromyalgia, muscle twitching, ataxia, migraine, peripheral swelling, visual impairment, hypersensitivity, myalgia, bladder disorder and prolapse had not resolved and the uterine haemorrhage, genital haemorrhage, cystocele, rectocele, abdominal distension, menorrhagia, uterine inflammation, leiomyoma, muscular weakness, tremor, obesity, neuralgia, neuritis, cervical radiculopathy, hypertension, nervous system disorder, pain of skin, inflammation and gastrointestinal pain outcome was unknown. The reporter considered abdominal distension, ataxia, bladder disorder, cervical radiculopathy, cervix inflammation, cystocele, device dislocation, endometriosis, fibromyalgia, gait disturbance, gastrointestinal pain, genital haemorrhage, hypersensitivity, hypertension, inflammation, leiomyoma, menorrhagia, migraine, muscle twitching, muscular weakness, myalgia, nervous system disorder, neuralgia, neuritis, neuropathy peripheral, obesity, pain of skin, peripheral swelling, prolapse, rectocele, rheumatoid arthritis, systemic lupus erythematosus, tremor, uterine haemorrhage, uterine inflammation and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2001: essure confirmation test. Patient administered urine pregnancy test. Patient had surgical pathology report on (B)(6) 2016 resulted in foreign body abdomen: foreign body consistent with silver-colored clip (gross examination only). B. Uterus, cervix, bilateral fallopian tubes and ovaries, resection: serosa ¿ mild adhesions and endosalpingiosis. Cervix ¿ nabothian cyst, otherwise unremarkable. Endometrium ¿ proliferative. Myometrium ¿ leiomyomata. Fallopian tubes ¿ luminal silver coiled wires, and paratubal cysts. No dysplasia, atypia or malignancy in this specimen. C. Paratubal cyst, right, resection: simple cyst. Specimen source: a. Foreign body abdomen, b. Uterus, cervix, bilateral fallopian tubes, c. Right paratubal cyst. Gross examination: a. Labeled "foreign body abdomen" is a 0.9 x 0.2 x 0.1 cm silver-colored clip. No soft tissue is present. This specimen is submitted for gross examination only. No microscopic examination performed. B. Labeled "uterus, cervix, bilateral fallopian tubes" is a 115 gram, 9.0 x 6.0 x 4.3 cm uterus with attached bilateral fimbriated fallopian tubes. The posterior serosa has adhesions. The remaining serosa is tan-pink and smooth. The ectocervix is tan and smooth with surgical artifact defects. The patent os is 0.8 cm. Sections of the cervix reveal multiple mucoid cysts. The pink-red endometrium is 0.1 cm. The tan-pink trabecular myometrium is up to 2.5 cm. Within the posterior myometrium is a 0.5 cm tan rubbery intramural nodule with no hemorrhage or necrosis. Within the right cornu is a 1.6 x 0. Cm silver-colored coiled wire. Within the left cornu is a 2.2 x 0.2 cm silver-colored coiled wire. The right and left purple smooth fimbriated fallopian tubes are 4.0 x 1.0 cm and 4.5 x 0.7 cm, respectively. The left fallopian tube has multiple peritubular cysts up to 1.5 cm. Cassette summary: b1 cervix with mucoid cysts; b2 uterine serosa with adhesions; b3 anterior endomyometrium; b4 posterior endomyometrium; b5 myometrial nodule; b6 right fallopian tube, cross section and one half perpendicular fimbria; b7 left fallopian tube, cross section and one half perpendicular fimbria with peritubular cysts. 7ss c. Labeled "right paratubal cyst" is a 0.8 x 0.7 x 0.6 cm intact tan smooth-walled pedunculated cyst filled with clear thin fluid. 1ns quality-safety evaluation of ptc: final assessment: this is an essure 205 case since the patient stated they had the procedure in 2001. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received: new reporters added. Lot number (rd0033901) added. Event onset dates updated. Event excessive bleeding added.bladder surgery marked for the event cystocele.event electromagnetic syndrome/electromagnetic hypersensitivity clubbed with previous event hypersensitivity. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.